Manufacturer narrative:
Conclusion: mattress was discarded, and covers may be replaced under warranty based on investigation results.

Event description:
It was reported that urine ingressed through the top and bottom covers to the mattress. There was pt involvement, however no adverse consequences were reported.